Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, a specific bg value was unable to be provided. The contact believes the impacted bg levels could be possibly due to an infusion set issue, but the contact is unsure. The contact did not provide any further information and declined further troubleshooting.